Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer stated on social media that the tampons kept coming out with the cotton piece still inside of the applicator after she used it. No injury was reported.